Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the wire advanced easily, but the catheter only advanced part way, after which both the wire and catheter were stuck in the patient. Significant damage to wire and catheter noted on removal. A phot showed that the catheter was kinked. The patient was reported as fine.